Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the cable connectors were replaced during the service call.

Event description:
The customer reported that the stenoscop system was at maximum scope at boot up and could not be adjusted. No patient injury was reported.